Event description:
Prior to the event, the pt had a ruptured aneurysm with a grade 4-5 hemorrhage. During coiling treatment of the ruptured aneurysm measuring approx 3mm, it was reported the coil (3 mm) could not be deployed in the aneurysm and made a large loop in the pt's parent vessel. The coil was retracted and the loop diameter was measured as approx 5mm. The pt was sent to nicu and subsequently expired.

Manufacturer narrative:
The coil has returned and evaluated. The diameters of the first and second loops were both measured and were within specification, no other anomalies were observed. Evaluation of the returned device does not indicate that the coil was defective.